Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the device is malfunctioning and it is freaking her out and injuring her. Patient stated the therapy is going from what it is on and jacking it up so high that it is making her fall down and it just goes off since yesterday. Agent asked patient if they had fall or trauma and patient said yes but that has nothing to do with the implant. Patient mentioned her legs turn into noodle legs and it won't hold her up. Patient service asked if patient has adaptive stim activated and patient stated they does not have the program for adaptive stim. Agent reviewed patient could turn off the therapy or adjust the intensity level. Patient stated she need the therapy to work and at high levels. Patient mentioned they are in the process of moving. Agent reviewed device function and recommend patient consult with hcp ofc for next step. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient called back asked if the it issue worldwide would affect her implant. Patient stated hcp ofc could not see her due to it worldwide issue. Agent reviewed information. Patient stated her stimulation changes on its own. Agent asked clarifying question and asked patient to navigate the controller screen to check adaptive stim setting. Patient stated they are on group c, p1 on 10.0v and adaptive stim is on. Patient turn off adaptive stim and checked all the other groups and said there is no adaptive stim on the other groups. Controller shows ins 70%, controller 100% charged. Agent reviewed information and recommend patient consult with hcp ofc for next steps. Think the implant has moved and is now malfunctioning. Patient said stimulation keeps going into adaptivestim on its own and patient didn't remember how to turn off adaptivestim. Agent reviewed where to find adaptivestim setting in program 1 to turn it off.